Event description:
The customer reported that there was a problem with the keyboard of the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system interface printed circuit board and the control panel processor in the workstation were replaced. Customer elected to complete further repairs at a later date. No further repair info is available.